Event description:
A customer reported a malfunction on their pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with this process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump while contacting support if the issue persisted.